Manufacturer narrative:
The device eval is underway. Results will be reported when the eval is completed.

Event description:
Pump was supposed to infuse 15ml/hr for 6 hours. Infusion started at 2:45pm and pump alarmed at 5:00pm with only 15ml left in bag. The drug being infused was integrelin drip.